Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2017-01885 box 6. Results code 1.

Manufacturer narrative:
(B)(4). The penumbra system 3d revascularization device (psr3d) was fractured at the attachment tip approximately 199.0 cm from the proximal end. There was no visible damage to the delivery wire proximal to the fracture. Functional testing of the psr3d''s tracking ability could not be performed since the device was fractured and the stent portion was not returned. Visual inspection of the returned psr3d revealed that it was fractured at the attachment tip. This damage is likely a result of forceful retraction of the stent against a strong resistance. The source of this resistance was likely a combination of the reported tortuous anatomy and clot burden. The stent was not returned for evaluation. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). It was noted that the patient''s anatomy was very tortuous. During the procedure, while attempting to retract the psr3d back into a non-penumbra catheter, the physician experienced resistance and subsequently, the psr3d detached in the target vessel. Therefore, the physician attempted to remove the detached psr3d using a non-penumbra stent retriever device but was unsuccessful. While using the non-penumbra stent retriever, the physician created a small opening within the clot burden to allow flow again and then stopped the procedure. There was no report of an adverse effect to the patient. The patient was doing well the next day.